Event description:
It was reported that, following a loop recorder implantation procedure in 2001, the pt developed an infection. The procedure was noted to be uneventful. The pt's wound was prepped normally and rec'd a bacitracin irrigation, and pt was placed on ancef afterwards. The pt reported erythema and tenderness of the incision and wound area eight hours post operatively. Two days later in 2001, the loop recorder was removed because of the infection. The pt was deemed an appropriate candidate for the pacemaker. The pt wanted the pacemaker placed in the upper left chest because pt shoots guns and was concerned about the placement in the right upper chest. The pt was placed on antibiotic therapy and given time for wound sterilization. The following month, the pt had a dual chamber pacer implanted in the left upper chest. About 2 1/2 weeks post operatively, a pinhole lesion was noted in the suture line and one day later dehiscence occurred. Cultures obtained returning propionibacterium which was identical to the organism that was in the loop recorder pocket just inferior and medial to the pacer pocket. The infected pacer was removed a month later. Later that month, another pacemaker was implanted in the right upper chest. The pt maintained clindamycin therapy beginning one week before that pacer was implanted and had been on the same therapy through latest admission. The pt did well until the next month when the pt noted minimal drainage along the suture line and what appeared to be a suture line separation. There was no definite swelling, fever, arythema or marked tenderness, although a mild increase in tenderness was noted. The pt denied any trauma to the region. Due to the previous events, the pt was admitted for eval. The pt underwent operative exploration of the pacer pocket with a finding of a small amount: "just a drop of fluid" in the pacer pocket which was cultured. The culture was negative. Stain and prep showed a rare wbc with no organism. The pt was continued on antibiotic therapy throughout the course. It was felt that the pt may have had an allergic reaction to the resorbable suture. After the pocket was cleaned, washed and cultured, the area was resutured using a suture material other than was used in the original procedures. The pt has been seen subsequently, and skin testing was done to check for the possibility of a hypersensitivity reaction to components of a pacemaker generator, wire or lead. At 48 hours these were nonreactive.